Event description:
It was reported that a cgm error occurred with a specific sensor model. There was no adverse impact to the customer's blood glucose level. Customer contact was guided by technical support through a complete pump reset, after which the error did not reoccur, and the sensor session was successfully restarted.